Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the oxygen blending (or mixing) module (obm) was leaking on the device. The device's oxygen blending module assembly board was replaced to address the issue.